Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. This patient attended a routine follow-up on (B)(6) 2013 and on interrogation, when egms were reviewed noise was seen. The noise resulted in oversensing and pacing inhibition of less than 2sec in all available egms. Reprogramming has resolved this issue with no asystole greater than 2 seconds. The physician was dr. (B)(6). No additional information is submitted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).